Event description:
Device used during abdominal surgery. Unknown how, but device dislodged from suction catheter and remained in patient¿s abdominal cavity. Approximately 1 week after surgery, an abdominal knot was discovered by the patient. The patient later complained of abdominal pain. The retained object was identified on radiologic imaging approx. 2 weeks after dislodgement. The patient underwent a second surgery for removal. Device was removed without complication/ serious injury.